Event description:
It was reported that there was a water leak. Problems were discovered during testing.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Technician found out that the device was received with cracked tank cover, corroded drain fitting, damaged line cord and faulty printed circuit board (pcb).the started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device leaked water from the reservoir confirming the customer's complaint. The tank cover was cracked at all four corners. The root cause was determined to be customer damage. Actions were taken to mitigate the reported issue: replaced pcb, tank cover, drain fitting, and line cord. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.